Event description:
It was reported that the patient was experiencing overstimulation caused by the ipg. This has caused the patient to fall when walking. The patient is now unable to walk and is bedridden at this point. The patient underwent physical therapy and would get a strong sensation from his lower back and his feet.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several weeks ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing overstimulation caused by the ipg. This has caused the patient to fall when walking. The patient is now unable to walk and is bedridden at this point. The patient underwent physical therapy and would get a strong sensation from his lower back and his feet. Additional information was received that the physician does not believe that the patients issues were related to the device and the device will not be able to aid the patients issues.